Event description:
The patient just started to use the bench and when he transferred onto the unit one of the legs bent. Patient not injured. Sunrise has requested the unit be returned for evaluation.